Manufacturer narrative:
(B)(4).

Event description:
It was reported that two days following placement of a peripherally inserted central catheter (PICC), leakage was observed from the catheter body near the junction hub when flushing a previously unused extension line lumen. Upon assessment of the remaining extension line lumens, leakage was also noted from the same location. The catheter was removed and replaced with a new device, which functioned as expected. There were no reports of patient injury, harm, or adverse health consequences associated with this event. The patient's condition was reported as "fine." No additional medical intervention was required.